Event description:
In 01/2002, a medwatch report (uf#, not provided) was received from the dept of health and human services (cdrh mw #1023659) that states the following: after placement of double lumen port-a-cath without complications by interventional radiologist. IV contrast was injected through the medial chamber of the device. Extravasation was noted approx 2cm from the junction area. There was no evidence of extravasation through the lateral chamber. A new chamber was inserted without complications. Pt did not sustain any significant morbidity.